Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 13978 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices were generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During device compatibility inspection with the balloon catheter inserted into sheath, the outer balloon distal bond diameter was measured out of specification. The outer balloon distal bond measured 0.160 inches and was out of specification. In conclusion, the air ingress was not confirmed through analysis, however the balloon catheter failed return inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received and indicated the air ingress observed was with the sheaths and not the balloon catheter. Following this information, the balloon catheter was not the alleged product that malfunctioned for air ingress. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information received indicated that upon inserting the balloon catheter into the sheath just pass the valve, fluid was drawn back to check for any air in the sheath and on two sheaths, air was observed in the sheaths themselves and not the balloon catheters.

Manufacturer narrative:
Continuation of d10: product ID: 2af284, product type: balloon catheter; product ID: 4fc12, product type: sheath; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was air ingress. The balloon catheter and sheath were replaced without resolution. The balloon catheter and sheath were replaced again which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.